Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling, application of excessive force, wear and tear and poor maintenance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a defect in the eyepiece was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported a defect in the eyepiece part of telescope "oes elite", 4 mm, 12°, hd, autoclavable. The malfunction was found during inspection for use prior to the unidentified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a broken component on the main body. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.